Event description:
It was reported by the rep that the (1) pmw35 was used during an aneurysm procedure. It was reported by the rep that the surgeon closed with the skin stapler. He stated that "he did not like the sound of the final click when the staple was formed." The staples were not forming correctly and a few were removed from the wound. The surgeon asked for a better stapler. The surgeon was given the rh which worked fine. There was no consequence to the pt. After the procedure, the surgeon fired the md again and showed the rep how the staples were not approximating. One leg was closing down more than another.